Event description:
Received report from user that the outer cannula's internal locking area had broken following multiple re-use over a period of months.

Manufacturer narrative:
Device is being returned to manufacturer and will be evaluated by engineering when received. Additional information will be provided pending the receipt of the device and evaluation results.